Event description:
It was reported that a few months post implant, it was suspected that the ventricular lead dislodged. On (B)(6) 2014, upon interrogation the lead exhibited high threshold and the patient experienced phrenic nerve stimulation. The device was reprogrammed. The lead continued to exhibit high thresholds. The lead was capped and replaced on (B)(6) 2014. The patient was in normal condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.